Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration (partial clip movement). The recurrent mr appears to be related to the procedural condition of the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip migration, recurrent mr, hospitalization, and unexpected medical intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat degenerative mitral regurgitation (mr) grade 4. An xtw clip (lot: 30323a1018) was implanted successfully, reducing mr to grade 1. On (B)(6) 2023 the patient returned with moderate/severe recurrent mr and partial migration of the clip on the posterior leaflet. An additional xtw clip (lot: 30328a1021) was implanted medially to stabilized, reducing mr back to grade 1. No additional information was provided.